Manufacturer narrative:
(B)(4). Date sent: 12/7/2020. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, no damaged at the stud was observed as reported no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and evidence of moisture was found. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is an evaluation of the picture provided by the account and not of the actual instrument.  Image 1: the image is that of a gen11 displaying an alert screen. The alert screen is that of replace hand piece. Image 2: this is an image of an hp054 instrument where it can be observed that the nose cone was cracked. No conclusion could be reached as to the root cause of the reported issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a roux-en-y the device failed to assemble to the handpiece (hp054) and the test would not run/start on the generator. When assembling device, there was no resistance present to toque the wrench against during the assembly phase. Upon inspection, at end of case, hp054 appeared to be cracked and suspected threaded spindle was broken. Inter-operatively the device could not be separated from the handpiece. The surgery was delayed. A new instrument and handpiece were used. There were no patient consequences.